Event description:
It was reported that the external pulse generator (epg) was connected to the patient and was switched on, but it did not turn on. The epg was checked by the service & repair department of medtronic (B)(4), and there was abnormality. "The screw was found under the main board. The circuit of the main board was short-circuited with a screw." No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) was connected to the patient and was switched on, but it did not turn on. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the initial report was confirmed. The device powered off right after turning on the device. A screw was found under the main board. The circuit of the main board was short-circuited with this screw.